Manufacturer narrative:
Additional narrative: litigation papers allege the patient suffered symptoms including, but not limited to, pain which has increased from intermittent to continuous, soreness and difficulty walking. Patient has also suffered from elevated cobalt and chromium levels; however, his physicians have advised against revision surgery at this time. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 4/6/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported pain, swelling, audible clicking bilaterally, difficulty breathing, loss of energy, shortness of breath, and increased eyesight loss. There is no report of revision surgery or lab result reports for metal ions within medical records reviewed at this time. Part/lot updated. The complaint was updated on: apr 29, 2016.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per (B)(4). A worldwide complaint database search found no additional related reports against the metal liner or femoral stem product code/lot code combination(s). Corrective action not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient suffered symptoms including, but not limited to, pain which has increased from intermittent to continuous, soreness and difficulty walking. Patient has also suffered from elevated cobalt and chromium levels; however, his physicians have advised against revision surgery at this time.